Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use the current pump for insulin therapy. The customer's blood glucose level was 400 mg/dl.